Manufacturer narrative:
H10: manufacturing review: the lot met all release criteria. The device history was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or quality control inspection processes. All necessary inspections were performed throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot, in regards to the described problem. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. Investigation summary: a sample evaluation could not be performed as the samples were not returned. However, one electronic photo was reviewed. The photo shows the port and a cath lock on top of a table next to a latex glove. The port appears relatively clean except for some residue in one of the suture holes and some discoloration on the stem of the port. The investigation is inconclusive due to the fact that the catheter was not received to confirm the alleged disconnection of the catheter from the port body. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. H10: g4 h11: b2, h6 (method, results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one month post port device implant, the port catheter had detached at the cath-lock site and fallen into the right atrium, which was a result of an inability to aspirate through the port device. Reportedly, the catheter was removed. The patient status is unknown.

Manufacturer narrative:
Photos were provided for review. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Model number: (expiration date: 06/2021).

Event description:
It was reported that approximately one month post port device implant, the port catheter had detached at the cath-lock site and fallen into the right atrium, which was a result of an inability to aspirate through the port device. Reportedly, the catheter was removed. The patient status is unknown.